Event description:
Same case as 2134265-2014-04991 and 2134265-2014-04990. It was reported that motor drive unit failed to do auto pullback. The ilab motor drive unit was used in conjunction with a coronary catheter intended to visualize the unspecified lesion. During procedure, motor drive unit failed to do automatic pullback. However, liquid crystal display (lcd) functions normally. The procedure was completed with the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. The unit meets specifications for mdu-5 qc functional test. The unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).